Manufacturer narrative:
The insulin pump was unable to vibrate during self test due to broken vibrator black wire. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump did not vibrate during test. The insulin pump was returned for analysis.